Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant medical devices: model: ddbb1d1, ICD; implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance, and oversensing which resulted in frequent, short, non-physiologic nsvt episodes. These were confirmed with patient symptoms of near syncope during the episodes due to inhibition of pacing. In-office provocative testing produced oversensing while in session with the device. A lead fracture was confirmed. Reprogramming was completed and eventually the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.